Event description:
Pt had sudden onset of bright red bloody hemoptysis. O2 saturation decreased to 69%. Pt bagged and suctioned for 10-15 minutes of resolution of desaturation, but continued hemoptysis. Bedside bronchoscopy performed. Large clot emanating from right mainstem bronchus into distal trachea found. Second bronchoscopy needed on same day. Right mainstem bronchus found occluded by mucuos plug. Tracheostomy performed later that day.